Event description:
It was reported that during a urinary organ procedure, the tissue pad was detached and fell into the pt's body but was retrieved. The doctor commented that there was no difficulty in using the device. Another device was used to compelte the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.